Manufacturer narrative:
Continuation of d10: product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date:(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a fall resulting in pain at the pump site. She also felt a if the pump was 'sticking out. Examination revealed that the pump was protruding slightly. The patient was instructed to wear a compression dressing, ice the site, and use a lidocaine patch. The pain at the pump site persisted and the patient requested to wean therapy for explant. The it rate was decreased. The patient elected to have the pump pocket revised versus removed. Surgical observation revealed the pump had become dislodged from its sutures. The pump was re-sutured but the patient continued to report pain at the pump site as well as the catheter site despite surgical intervention to re-suture the pump. No further action planned.